Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain / pain going up the thigh and down the shin / so painful pt could not bend her right knee [pain in extremity]. Stiffness [musculoskeletal stiffness]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6). The pt experienced pain and stiffness after receiving synvisc. The pt received one synvisc injection into the right knee on (B)(6) 2010. The pt reported that 24 hours after receiving the first synvisc injection, she experienced pain and stiffness. She described the pain as going up to her thigh and down to her shin. The pt stated that it was so painful she could not bend her right knee. The pt received a cortisone injection to help with the pain and stiffness. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.